Manufacturer narrative:
Product evaluation: for analysis, 1 un-sealed sample, part number 8229307, from lot number 0209455807 was received. When compared to the assembly drawing: visually, the blue electrode wire was out of its lumen and had punctured the cuff which would have resulted in the reported event. This event may occur if the tube is excessively manipulated. The instructions for use indicate ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.¿

Event description:
It was reported that during setup, the device was examined; ¿the package is good. After opening package, it was found the wire broke through balloon. There is no impact on the patient. The product hasn't contacted with patient. Doctor replaced a new one to complete the surgery.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.